Event description:
During setup of the circuit, it was discovered that the tubing which connects the centrifugal pump was two different sizes. Another pack was opened and found to have the correct size tubing. This second pack was used to complete the process. No patient was involved in this incident.

Manufacturer narrative:
The device will not be returned, therefore no evaluation can be performed. An investigation into this issue has been initiated, a f/u report will be submitted when the investigation is completed. (B)(4).